Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit had a sterility issue (product not sterile). The following information was provided by the initial reporter: "the needle was ticking out of the package of a bd urine transfer kit which resulted in a needlestick. The event is considered a clean needle stick.

Event description:
It was reported before use the bd vacutainer® c&s transfer straw kit had a sterility issue (product not sterile). The following information was provided by the initial reporter: "the needle was ticking out of the package of a bd urine transfer kit which resulted in a needlestick. The event is considered a clean needle stick.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle serration with the incident lot was observed. The needle being separated from the holder can cause injury if not seen prior to handling the product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.